Event description:
It was reported that this patient's device has been disabled and the patient is not interested in turning the device back on as they have not had not had any more seizures to date. No other relevant information has been received to date.

Event description:
It was reported that a system diagnostic test was run and high impedance was seen on this patient's device. Several more system diagnostic tests were run with the patient in different positions, where high impedance was consistently seen. The patient does not have any events that they know that could have led to the lead fracture, although it was noted that the patient had 2 blackout seizures last year. No known surgical intervention has occurred to date. No other relevant information has been received to date.